Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the emergency room after experiencing episodes of syncope. The patients underlying rhythm was 30 beats per minute. During interrogation, the right ventricular lead exhibited high impedance and loss of capture. On (B)(6) 2013 at lead revision, fluoroscopy revealed clavicular crush damage. The lead was capped and replaced.